Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the pump's time was changing at random from am to pm. The reporter denied that this occurred after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2013 with the following findings: the pump¿s history showed a manual time change from 8:14 pm to 8:14 am on 04/06/2013. A timekeeping accuracy test was performed and the pump kept time accurately. The pump was left without power for 23 hours and when powered back on, the pump¿s time and date had reset to factory default. The pump was opened and the internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.